Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive at forceps and pinhole on cement. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction is related to the customer allegation of a little ding or divot on the scope, on the tip of the small orange piece, which corresponds to a chip at the center of the pink rubber. For the investigation findings of a missing ke45 at the forceps and pinhole on cement, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had a small ding/divot on the tip of the orange distal end component. The device remained functional and passed the leak test. This issue was identified during reprocessing. There were no reports of patient harm.